Manufacturer narrative:
MFR's report date: 01/19/2011. (B)(4). Product evaluated and the customer's experience of leaking where the filter fits in line with the set was confirmed. The leaking is at the engagement between the tubing sleeve and the inlet port of the 0.2 micron filter. The root cause was identified as a mfg issue due to insufficient solvent. The cause of the insufficient solvent was not identified.

Event description:
Customer reported set leaked at the bonding site where filter fits in line with the administration set. No add'l info was available.